Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by mitek express care via email that post-op to an unknown procedure when they received the two hd ep arthroscope/ sinuscope compatibles with mitek lock 4.0mm x 30deg x 167mm back. During inspection, it was found that both devices were cloudy. It was not reported if there was a delay in the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10: the date device returned to manufacturer was inadvertently missed on the previous report. It has been updated to reflect the correct information. Additional information: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the two hd ep arthroscope/ sinuscope compatibles with mitek lock, during inspection in bridgewater it was found that both devices are cloudy. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the outer tube, the distal tip of the optical system and the distal cover glass were damaged; in consequence, they were replaced. Also, it was identified deposits in the distal tip. Finally, it was found a poor image. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause for the failure found could be related to lack of maintenance as well as rough use by the user. However, with the given information we cannot determine a definite root cause. Therefore, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [1376566] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: method codes: a manufacturing record evaluation was performed for the finished device [1376566] number, and no non-conformances were identified.